Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, e1, g2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction occurred due to failure of the knob connector which caused gas leak. However, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited poor primary pressure reducing the valve causing air leakage at the primary line inlet. There were no reports of patient involvement.